Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system generated an alert to check the shock lead. A review of the stored episodes showed the impedance of the right ventricular (rv) lead during the last delivered shock was in range, below 125ohms. However, the shock impedance measurement in this episode was higher than impedance at induction. Boston scientific technical services (ts) recommended in-clinic testing and troubleshooting to evaluate the lead integrity. Additional information reported the lead was surgically abandoned and replaced. Testing was performed during the procedure and a lead fracture was suspected. The patient did not experience any additional adverse patient effects.